Event description:
The customer obtained lower than expected vitros tsh results on three patient samples when performing a correlation between two different vitros 5600 analyzers. Patient 1: 10.9 miu/l vs. 15.4; patient 2: 0.464 miu/l vs. 0.685; patient 3: 81.8 miu/l vs. 116.0. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected patient sample results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained on three patient samples on a vitros 5600 analyzer. The investigation has concluded an analyzer issue as the most likely assignable cause based on unacceptable tt4 within run precision testing. Service/repair activities were performed and the microimmunoassay metering pump was replaced to return the vitros instrument to nominal operation. System performance was verified by performing vitros tsh and tt4 within precision testing that was within acceptance criteria following the service/ repair activities.